Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient called because they want to know how to decrease stimulation. Patient's stimulation was fine yesterday, but not today. Stimulation sensation is too high and uncomfortable. Patient has a feeling that they messed up the settings because they didn't understand how to use it. Patient was implanted the day before the report and was trained under anesthesia on how to use their patient programmer (pp). Patient was set at 0.9v and the patient was directed on how to decrease stimulation to 0.85v where they are comfortable. It was reviewed to monitor symptoms and call back if the patient has further questions with their pp. Decreasing amplitude resolved the uncomfortable stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the consumer determined that all was well. The patient indicated that they had "just called for clarification" and that their memory is not great at their age. The issue was reported to have been resolved. No additional complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.